Event description:
The device was returned with no information from a funeral home. A database search by serial number revealed the patient to be deceased. The device had been implanted for 3 years 8 months and has not had any allegations, complaints, or previous contacts made regarding it. The device tested out of specifications after being returned. Follow up has been unsuccessful at determining the cause of death or circumstances surrounding the death. No further information has been made available at this time.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.